Event description:
A nurse stated she could not inflate the fms balloon to more than 5 ml. The nurse went onto state she tried removing and reinserting the fms device and the same result occurred. The nurse also stated she tried repositioning the fms device, but it would not inflate to more than 5ml. The nurse stated the luer lock syringe would not engage onto the inflation port and she also stated the syringe just kept spinning.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The nurse went on to state this event occurred within the last four (4) weeks, but the exact date could not be obtained. The nurse also confirmed that the product lot number was not available and there were no kinks in the tubing. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on january 24, 2014. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. Note: the actual date of event is unknown, so the date used was the date convatec became aware.